Event description:
The following has been reported: upgraded software to new version 2.2f unable to perform air detector calibration. Opened up unit and found ribbon cable was pinched and damaged. Replaced cable with a good one from an old air detector kit. Communication issue with air detector resolved pm completed using agilia partner version v2r 4.0.3.21072wi-fi configured sql and centerium server checked for connectivity and data download: pass device history record was reviewed, no event linked with the reported issue was found. Device log was not provided, therefore no review could be performed. "This complaint is part of a self-service customer report. The device was not returned to brézins as repairs were carried out locally. According to repairs information, the ribbon cable of the air detector kit was replaced in order to address the reported event because it was found damage. Despite several requests to collect additional information, we did not receive anything that would allow us to go further with this investigation. Without the device or the part physically or a photo of the defect it is impossible for us to confirm the event however according to the complaint information the root cause of the defect would be a damaged ribbon cable and once this was replaced, the defect no longer appeared. If further information are provided later on we will re-open the complaint and pursue the investigation. To our knowledge this complaint is not being related to patient safety." This complaint is considered as not confirmed the trend is normal. The reported risk is lower compared to the estimated risk. For this issue as per our local procedure, we initiated no action reporting as a conservative measure. No adverse effects were reported.